Manufacturer narrative:
(B)(4). Device passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The audio tones/beeps functioned properly. No unexpected hardware low level failures alarm found during testing or in the pump history file. No unexpected pump error alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had pump error alarm. The blood glucose level was 235 mg/dl at the time of incident. Customer stated that they were able to rewind insulin pump. Insulin pump passed displacement test. Customer was assisted with self test and hardware low level failure alarm occurred. The insulin pump will be returned for analysis.